Event description:
It was reported the lower screen is not functioning. It was also reported the device lower display is not barely visable. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; lcd (liquid crystal display) is broken. Analysis also found the lower case is broken, knobs are contaminated, and a case screw is missing. (B)(4).